Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high ketones and hyperglycemia. The blood glucose reading was over 400mg/dl. The customer stated having issues with the infusion sets in the past. The customer stated that she had gone to a small clinic, where she was referred to go to the hospital, and by the time she arrived to the medical facility her glucose level came down to 194mg/dl. No further information was provided.